Event description:
Per independent repair center statement, unit will not start. The key failure was that the capacitor on the compressor had a short circuit. Other issues were the intake filter on the sound box was dirty/stained. The pilot valve of the manifold was leaking, the pilot valve o-ring of the manifold was defective, the cabinet door assembly was missing, and the tie strap for the sieve beds was defective.